Event description:
It was reported the patient was in the hospital. The patient was brought in the night before on (B)(6) 2013 because he had been having more and more seizures. The patient had recently been under the care of an epilepsy specialist. The patient appeared to be in pain and cannot speak. The reporter wanted to have the pump interrogated to ensure it was functioning as normal. The pump was used to deliver baclofen. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter: product ID 8590-1, lot# n254282, implanted: (B)(6) 2010. Product type: accessory. (B)(4).

Event description:
Additional information later received from the managing hcp reported event not related to itb and the event was not reported to the hcps office.